Event description:
Reportedly, the bicolored valve that comes attached to the salem sump nasogastric tube has been noted to crack and break. It has been reported that the fragment has been noted to be left in the nasogastric tube making it difficult to remove. No patient harm has been reported to date.

Manufacturer narrative:
The following elements have blank data.

Event description:
Reportedly, the bicolored valve that comes attached to the salem sump nasogastric tube has been noted to crack and break. It has been reported that the fragment has been noted to be left in the nasogastric tube making it difficult to remove. No patient harm has been reported to date.